Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 44 days post-implant, it was reported that the patient¿s lactate dehydrogenase (ldh) levels had been elevated for 2 weeks and was hemodynamically compromised despite anticoagulation. It was also reported that the wedge pressure was increased with low cardiac index. The hospital replaced the pump to another manufacturer¿s device on (B)(6) 2014.

Manufacturer narrative:
Approximate age of the device is 44 days. The event occurred at (B)(6). The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: upon disassembly of the returned pump, visual examination of the outlet stator revealed a non-laminated deposition situated in between the outlet bearing ball and the stator blades. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor or on the outlet bearing cup. Although its origins and the duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition did not appear to have originated in this location. Examination of the remaining blood-contacting surfaces revealed no depositions. If the deposition found in the outlet stator was present in the pump for an extended amount of time, the deposition would have contributed to the reported clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump was cleaned, reassembly and functionally tested under loaded conditions. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The patient¿s system controller ((B)(4)) was also returned and functionally tested. The system controller was found to function as intended during analysis even while supported independently by either power lead. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that on the day of implant the patient was intubated and remained intubated for 22 days. A tracheotomy was performed.